Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) randomly discharged a patient (room #911 / tele box #56). No patient harm was reported. This ticket has been created to document the hospital's department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) randomly discharged a patient (room #911 / tele box #56).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) randomly discharged a patient (room #911 / tele box #56).

Manufacturer narrative:
Details of the complaint on 09/18/19, customer at mercy health partners reported the following issue: "discharged." This was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on 09/07/19 in the room/box 911/56 with cns (pu-681ra sn: not provided). No further information will be provided from the hospital. Service requested none . Service performed none. Investigation result there was a reported incident in which a single word description was provided: "discharged". From the information available, it is not clear what, or if, the customer was alleging against the cns. The issue was reported to nka 11 days after the incident occurred, making attempts at gathering critical time sensitive information difficult. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. The customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause. Investigation conclusion based on the information provided, it is not possible to make any determination of the root cause.